Event description:
It was reported to covidien on 6/9/2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports that on (B)(6) 2010 a narrowing of the catheter (just 1 cm before the titanium) was observed. Adapter and tubing change performed. Additional information received on (B)(6) 2010; the patient went to the emergency dp unit because he noticed moisture near the catheter from a leak. Culture was negative. Prophylactic antibiotics administrated.

Manufacturer narrative:
Submit date: 06/14/2010. An investigation is currently underway; upon completion, the results will be forwarded.